Manufacturer narrative:
H3) a system checkout was performed and the surgeon monitor was replaced. The system was functioning as intended. Following the monitor replacement, the site reported that there were no more issues with tracking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial procedure. It was reported that there was trouble tracking the instruments and the reference frame. Tracking was working during registration, but after going sterile, they could not track. When "wiggling" the camera, they were able to get it to pick up for brief periods. New spheres were tried, they were checked to be fully seated, and attempted different angles and positions. This did not resolve the issue. The camera was still unable to pick up the reference frame after it was removed from the support arm. The surgical lights were unable to be turned off to check for infrared interference due to the surgeons needing the light. However, it is noted that the cause of the issue is possibly related to infrared interference from the surgical lights. There was no reported delay to the procedure and no impact to patient outcome as a result of this issue. Navigation was aborted to complete the procedure.